Event description:
Reported due to pain requiring surgical intervention. The operation successfully performed closure of an arteriotomy site with the perclose a-t (closer ak) device following a diagnostic procedure. Reportedly, the pt experienced pain "when the needles were deployed" as well as when the operator "cinched the knot in place." Following the procedure, the pt experienced "severe pain that radiated to the knee." The pt had an unspecified number of follow-up visits with the physician and was placed on neurontin for nerve pain. However, the neurontin did not help. On an unknown date, an ultrasound and computed tomography (CT) scan of the groin was performed; both were "normal." The groin was assessed and found to "look good with no nodules or inflammation." The pt also had positive pulses distal to the groin. On an unknown date, the pt was admitted to the hospital for exploratory surgery. The surgeon found that the suture was attached to an unspecified nerve; the stitch was released while in surgery. Reportedly, the pt has been free since the surgeon procedure. Although requested, no additional information was provided.

Event description:
On an unk date, the pt was admitted to the hosp for exploratory surgery; however, no abnormalities were found. The stitch was found to be in the common femoral artery, not in the nerve as previously reported. The pt has been pain free since the surgery.